Event description:
It was reported that the filter struts extended beyond the inferior vena cava (ivc). On (B)(6), 2012, the patient was implanted with the greenfield filter due to chronic left leg deep vein thrombosis (dvt) with suspicion of pulmonary embolus. On (B)(6), 2017, the patient received an abdominal and pelvic CT scan for reported abdominal pain. The filter was visualized with no evidence of tilt or fractured struts. The struts were observed to extend beyond the confines of the ivc by approximately 2 mm. Two anterior struts closely abutted the posterior wall of the fourth portion of the duodenum as it transits anterior to the ivc and aorta. A single strut was observed to extend into the fat between the ivc and aorta, closely abutting the right lateral wall of the aorta. The remaining struts extended into the peri ivc fat without involvement of adjacent anatomic structures. No further patient complications were reported.